Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis : visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture as well as "diffuse fibroadenomatosis" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported right side rupture as well as "diffuse fibroadenomatosis" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.